Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity since 2013, depression since 2011 and heartburn since 2013. Concomitant products included estradiol (estradiol transdermal), omeprazole, sertraline and zolpidem. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, headache and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received-reporter information, other relevant history, lab data, product information, concomitant drugs, and events- abnormal bleeding (vaginal), menorrhagia, migraines, headaches, dysmenorrhea (cramping)/painful periods), dyspareunia (painful sexual intercourse) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity since (B)(6) , depression since (B)(6) and heartburn since (B)(6) . Concomitant products included estradiol (estradiol transdermal), omeprazole, sertraline and zolpidem. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, headache and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) : total bilateral occlusion. (B)(6) 2009 essure confirmation test(s) conducted. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received : lot no. Was added. Patient's demographics were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity since 2013, depression since 2011 and heartburn since 2013. Concomitant products included estradiol (estradiol transdermal), omeprazole, sertraline and zolpidem. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, headache and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion (B)(6)2009 essure confirmation test(s) conducted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2099, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.